Event description:
The customer reported that mid-way through a total abdominal hysterectomy, the jaws of the device would not re-open while applied to tissue. The surgeon forcibly released the jaws and this caused some tissue damage and oozing. A new device was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4)2013. The incident device has been rec'd and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.